Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a system being used to deliver unknown drug at unknown dose/concentration for non-malignant pain and spinal stenosis. There was a pump motor stall not associated with an MRI (magnetic resonance image). The event date was noted to be (B)(6) 2016. The patient called their clinician's office and reported the pump was beeping. Pump interrogation revealed a pump motor stall that persisted for over 12 hours and was not associated with patient undergoing MRI. Interrogating the device did not clear the stall. The device was set to minimum rate and the physician's was pursuing authorization for pump replacement. Surgical intervention was planned but not yet scheduled. The issue was not resolved at the time of the report. The patient status at the time of the report was unable to be obtained. No symptoms were reported. It was reported that further information may available after (B)(6) 2016. Follow-up will be requested regarding the drug/concentration/dose being delivered by the pump, pertinent medical history, symptoms experienced, cause of the stall, and actions/interventions take to resolve the event.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/motor stall was due to the shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The pump was used to infuse hydromorphone 15.0 mg/ml at 14.985 mg/day and fentanyl 850.0 mcg/ml at 849.17 mcg/day. Logs indicate a motor stall occurred on (B)(6) 2016 at 19:07 with no recovery noted. A stopped pump period may exceed tube set message occurred on (B)(6) 2016 at 19:07. Pre-op logs indicated the expected residual volume (erv) was 6.6 ml. It was noted that 7 ml of drug was aspirated from the pump and discarded. The pump was explanted on (B)(6) 2016.

Manufacturer narrative:
Conclusion code was updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the patient received hydromorphone (15mg/ml, 14.985mg/ml) and fentanyl (0.85mg/ml, 849.17mcg/day). The drug end date was stated to be (B)(6) 2016. The patient's medical history included spinal canal surgery and chronic back pain. The patient experienced withdrawal at the time of the event. The pump replacement not been scheduled yet. The cause of the motor stall was not determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.